Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after dinner while using the ilet with fiasp and noted work-related stress; troubleshooting focused on the ilet, and the user performed an infusion site change from the flank to the abdomen, after which insulin delivery resumed and glucose began to decline from 317 mg/dl to 277 mg/dl. Symptoms included stress, slight headache, and dehydration. Outcomes included stabilization of blood glucose without professional medical intervention, backup therapy, ketone testing, or alarms. Investigation included technical support guidance and user-performed infusion site change with confirmation of resumed delivery. Investigation of this case revealed that the cause of hyperglycemia was unclear, with no device alarms and resolution following site change, suggesting a possible infusion site or delivery issue that could not be confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.